Event description:
Consumer called stating that the wheels on his (B)(4) junior walker are not sturdy, they allegedly bounce all over. The consumer has balance issues and the wheels on the rollator do not supply sufficient stability for him. No injury alleged.